Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit came in contact with the patient's skin and caused a superficial burn.

Manufacturer narrative:
A product failure condition that may have contributed to the reported patient burn could not be confirmed, since the reported unit was not returned for evaluation. Probable root causes for this failure mode can be associated, but not limited to: manufacturing defect (grease application); high friction due to components interaction; surface not smooth; poor/lack of suction; clogged shaver blade preventing fluid suction and cooling. In sum, the product was not returned and the failure mode was not confirmed.

Event description:
It was reported that the unit came in contact with the patient's skin and caused a superficial burn.